Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an opened kit with assorted components. Several of the components were not in their proper position and two broken lidocaine ampules were in the correct position but empty and broken along their score lines. The tray exhibited no damage or dents. A review of manufacturing records did not yield any relevant findings. Based on these findings and the information reported, the potential cause is related to shipping and handling. Since there is no conclusion code available for shipping and handling, the field has been intentionally left blank. No further action will be taken. Corrected data: the previous follow-up report indicated that no sample was available for evaluation. One has since been recieved.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when the radiologist opened the tray they noticed both lidocaine ampules were broken in the kit. As a result, a second kit was used successfully for the procedure. There was no delay in treatment and no patient death or complications reported.